Event description:
Pt presented to health care provider with loss of bone anchored implant sometime in (B)(6) 2011. Pt was reimplanted on (B)(6) 2012. Report of chronic ear disease and initial trauma to side of implant.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the pt info. There are no indications that the occurred is a result of mfg or component failure.